Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported that the system needed an x-ray tube and circuit board replacement and would not work. No pt injury was reported.